Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had low battery alert and failed battery alert. Customer¿s high blood glucose level was 263 mg/dl and 238 mg/dl. Customer declined troubleshoot for high blood level. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device communicated properly with guardian (3) link and glucose sensor simulator. No unexpected sensor failed alarm noted during testing. The device was received with scratched case.